Manufacturer narrative:
Volumetric test: attached the cassette to a known good pump, set to infuse 5.0 ml. The cassette infused 4.85 ml which is within the +- 6% manufacturing specification; passed. Leak test I: upstream; infused deionized water into the upstream tubing, then pressurized the upstream tubing to 40 psi, no leaks were observed, passed. Downstream; infused deionized water into the downstream tubing, then pressurized the downstream tubing, at 20 psi, a leak was observed at the c-flex to infusion tubing joint, failed. Leak test ii: the cassette was disassembled and all fluid drained from the tubing set. The tubing set was then clamped near the spike. An air line was then attached to the tubing set. The tubing set was then put into water; the line was then pressurized. At 12 psi air leaked from the downstream c-flex to infusion tubing joint, failed. Visual examination: the tubing set was visually examined at approximately 40x. During visual examination, it was evident that the bonding between the c-flex tubing and the infusion tubing was incomplete. Conclusion: the customer complaint of cap and tubing leak was confirmed. Based on the leak test, and visual examination, it was evident that the incomplete bonding of the downstream infusion tubing to the c-flex joint caused the leakage. The review of the device history records could not be completed, the lot number is unknown. The trend analysis indicated that this condition is not a systemic problem. This is being filed due to an audit. No further action to be taken.

Event description:
Tubing leak.